Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent increases in pacing impedance measurements, including a high out of range measurement greater than 2,000 ohms. The lead safety switch (lss) feature was activated. Noise was then observed post activation of the lss, however, was unable to be reproduced during evaluation. The lead configuration was left bipolar and the lss was programmed off. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent increases in pacing impedance measurements, including a high out of range measurement greater than 2,000 ohms. The lead safety switch (lss) feature was activated. Noise was then observed post activation of the lss, however, was unable to be reproduced during evaluation. The lead configuration was left bipolar and the lss was programmed off. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.